Event description:
The report received stated the "client" reported that "the balloon was deflating; no ill-effect to patient; change of device." (Re intubated). No other information was provided.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.